Manufacturer narrative:
It should be noted a previous complaint was reported on the subject device paradym (sn: (B)(6) in 2014 (file: (B)(4) during the implantation procedure the physician reported that during the implant procedure of the subject ICD an irregularity relative to connecting the rv lead was incurred. Specifically, only one click of the associated screwdriver was obtained, and it wasn't possible to loosen the associated set-screw. It was also indicated that the lead could not be removed by pulling, and all electrical parameters were normal. The subject device was implanted. In 2014, the review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. The electrical test revealed the device communicates, senses and paces correctly, at the rv is1 output, damaged broken lead still connected. The analysis revealed : -the setscrew hexagon is rounded, on the surface and depth -the screw is damaged on the 1st thread in various places based on the forehead observations, a likely hypothesis is, during the implantation procedure, that the physician had initially partially engaged the rv is lead, therefore during the screwing the thread of the screw was damaged. The regular tightening mark and the correct electrical performances, indicate finally the correct connexion of the rv lead. Nevertheless, to get this correct connexion, several tries of screwing/unscrewing may had been performed with possibly the screwdriver not positioned perfectly in the axis, the hexagonal setscrew was then damaged, and the screw was stuck during the implantation procedure. That¿s explain the impossibility to disconnect the lead during the ICD explantation procedure.

Event description:
During the replacement of the ICD, the physician got difficulties to extract the is1 rv lead connector. The physician unscrewed several times the screw but didn't succeed to remove the is1 rv lead connector. He then shredded the connector using pliers to expose the screw. He removed the screw, but the lead was stuck. He lubricated it with sterile oil. Finally, he pulled hard on the lead, which became stripped. The lead was then cut and capped. Another df4 lead was implanted.

Manufacturer narrative:
Addition of UDI d4 + correction of g3 : 3. Date received by manufacturer: erroneous value in fu1 : it should have been (B)(6) 2025 (instead of (B)(6) 2025, entered by mistake) it should be noted a previous complaint was reported on the subject device paradym (sn: (B)(6)) in 2014 ((B)(4)) during the implantation procedure the physician reported that during the implant procedure of the subject ICD an irregularity relative to connecting the rv lead was incurred. Specifically, only one click of the associated screwdriver was obtained, and it wasn¿t possible to loosen the associated set-screw. It was also indicated that the lead could not be removed by pulling, and all electrical parameters were normal. The subject device was implanted. In 2014, the review of manufacturing records of the subject device revealed that the device was manufactured and released accordingly to all applicable procedures. The electrical test revealed the device communicates, senses and paces correctly, at the rv is1 output, damaged broken lead still connected. The analysis revealed : -the setscrew hexagon is rounded, on the surface and depth -the screw is damaged on the 1st thread in various places based on the forehead observations, a likely hypothesis is, during the implantation procedure, that the physician had initially partially engaged the rv is lead, therefore during the screwing the thread of the screw was damaged. The regular tightening mark and the correct electrical performances, indicate finally the correct connection of the rv lead. Nevertheless, to get this correct connection, several tries of screwing/unscrewing may had been performed with possibly the screwdriver not positioned perfectly in the axis, the hexagonal setscrew was then damaged, and the screw was stuck during the implantation procedure. That¿s explain the impossibility to disconnect the lead during the ICD explantation procedure. Please refer to the attached report

Event description:
During the replacement of the ICD, the physician got difficulties to extract the is1 rv lead connector. The physician unscrewed several times the screw but didn't succeed to remove the is1 rv lead connector. He then shredded the connector using pliers to expose the screw. He removed the screw, but the lead was stuck. He lubricated it with sterile oil. Finally, he pulled hard on the lead, which became stripped. The lead was then cut and capped. Another df4 lead was implanted.

Event description:
During the replacement of the ICD, the physician got difficulties to extract the is1 rv lead connector. The physician unscrewed several times the screw but ddidn't succeed to remove the is1 rv lead connector. He then shredded the connector using pliers to expose the screw. He removed the screw, but the lead was stuck. He lubricated it with sterile oil. Finally, he pulled hard on the lead, which became stripped. The lead was then cut and capped. Another df4 lead was implanted.